Event description:
A customer reported a tandem mobi cartridge alarm during use, which did not adversely impact their blood glucose level. Technical support confirmed the issue and noted that the problem did not occur during the load process and had not been previously reported with this specific pump serial number, although other cartridge alarms were noted. To address the issue, technical support arranged for a pump replacement, ensuring the customer was informed about software updates and storage instructions. The customer acknowledged understanding of the return process for the faulty pump and the need for reprogramming settings and connecting their cgm to the replacement.